Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, unstable pacing impedance was noted on the lead. The physician will continue to monitor the patient and no intervention is planned at this time. The patient was in stable condition.